Event description:
The customer (community nurse) reported that a male patient who had regular idc (indwelling urinary catheter) change due to enlarged prostate and is waiting for review and possible spc (suprapubic catheter), but he is not keen on that at this time. He had multiple tov (trial of void) which has had failed and required coude tip idc due to failure to advance normal idc at each tov. The nurse has confirmed that the first occurrence of balloon failure occurred on (B)(6) 2026. The nurse was informed close to the next change that the idc had fallen out and on enquiring about the patient he said he was standing in the sink when he felt it and called the ambulance to change. The nurse attended a regular change on (B)(6) 2026, with no problems during that change. This incident put back the next regular change. Then day before the next change, the nurse received a phone call from the patient to say it had fallen out again and as he was nearby attended to change. At that time, he was able to look at the fallen-out idc and the balloon was deflated. The new catheter was inserted with no problems. The patient has not had a problem caring for idc in the past and has had an idc for some time. The patient is confused and lives alone.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.